Event description:
It was reported that the physician was unable to interrogate a patient's implanted device. It appeared to be a telemetry issue. Another programmer was used to finish the case. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found that the electrocardiogram (ECG) connector was loose, the keyboard hinges and connector were broken, and the fan was noisy. (B)(4) analysis confirmed the reported event. Device interrogation was not possible, and testing found the cable to be out of specification.

Event description:
It was reported that the physician was unable to interrogate a patient's implanted device. It appeared to be a telemetry issue. Another programmer was used to finish the case. The programmer door also needed to be fixed. No patient complications were reported as a result of this event. The programmer rf (radiofrequency) head was returned with the programmer and tested out of specification during manufacturer's analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found that the keyboard hinges and connector were broken, the electrocardiogram connector was loose and the fan was noisy. (B)(4): analysis confirmed the customer comment "unable to interrogate the device" and that the head uplink amplitude was out of specification.